Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, it was observed that a part of the teflon pad (tissue pad) was peeled off. There were no abnormalities such as scratches or contact marks found on the exterior. When checked, the probe had no abnormality. When the grip was closed and the seal mode was output, no seal short circuit abnormality occurred. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparotomy procedure an unknown error message was received, and the teflon pad of the device was peeled. The procedure was completed with a new device. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum mar 9, 2022: event occurred in the middle of the procedure. The doctor was performing cut/coagulation function. Settings are unknown. There was no delay in the completion of the procedure. The patient did not need additional anesthesia. The device was inspected prior to use with no anomalies noted. The connection points to the generator were not inspected. There was no cable damage. It is not known if the transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the insulation broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode, (this includes after tissue resection) causing the tissue pad to wear out. Also, it was partially peeled off. 2. Due to peeling of the tissue pad, the non-insulated area and the distal end of the probe came into contact. Also, it caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe causing an error. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device